Event description:
Hysteroscopic essure placement was performed on (B)(6) 2015. The essure applicator was not functioning properly (sheath did not retract and device was not deployed). The applicator was compared to a new and used applicator and the essure insert appeared to be present in the applicator; therefore, a new applicator was used to place the insert into the left tubal ostia (successful placement in right tubal ostia was already performed). The defective applicator was returned to the manufacturer. The hsg confirmatory test was performed in (B)(6) 2015 which showed two essure inserts on the left and one on the right. A diagnostic laparoscopy was performed on (B)(6) 2015 which showed one of the inserts on the left perforated through the uterine cornua. It was removed successfully.